Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump indicated a data log corruption. The customers blood glucose level was 162 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, multiple contact attempts were made by tandem technical support to obtain additional information regarding the data issue,; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.